Event description:
Boston scientific received information that the ventricular impedance measurements increased approximately 150 ohms. Additionally, there was low amplitude and noise noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.